Event description:
The pt experienced chronic dislocations of the hip following implantation and the hip was subsequently revised.

Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.